Manufacturer narrative:
Investigation findings: supplier: the negative pressure wound therapy unit in question (part number np-2000) is purchased from an outside vendor and distributed by deroyal. A supplier corrective action request (scar) has been issued to this vendor. The vendor inquired as to whether the complaint sample was exposed to electrical gas heaters or fireplaces. The customer verified that this had not occurred. The customer told the sales representative about an island-wide electrical outage that occurred during the days adverse event occurred. This could have potentially affected the unit. Device history: the negative pressure wound therapy unit in question (part number np-2000) was sold to the customer in jan 2016. It was serviced once in june 2016 due to screen not showing a display. During the servicing: the unit was cleaned and decontaminated; basic unit device data was downloaded and reviewed; the unit was put through a series of tests to verify it was working as intended. During servicing it was verified that the screen was not showing a display. The display and backlight were replaced. Device analysis: deroyal personnel have asked for the device to be returned on at least three different occasions (10/31/2016, 11/02/2016, 11/07/2016). On 11/10/2016, the complaint unit was finally received by deroyal. The deroyal qc team performed a visual inspection of the complaint sample. The machine appeared to have been mishandled. The canister clip was cracked on the unit; the base of the charging cord looked okay but sounded like something was broken inside. The unit did not work while plugged in using this cord. However, it did power up and run when the battery was used. It also ran when a different cord was connected and used with the unit; the housing of the charge cord is sealed and investigators were unable to determine cause for cord not working. (This will be sent to supplier for through analysis.); visual inspection of outer part of unit show yellowing and discoloration that may be consistent with exposure to heat. However, there was no melted plastic as reported by customer; inspection on the inside of the unit shows no signs heat damage or discoloration, only the outside showed discoloration. In addition, there is foam inside the unit which should have melted if there had been high heat coming from the inside. The investigators found the foam to be in good shape with no sign of damage; it was verified that: the reported heat damage was on the external portions of the pump housing only; there was no damage inside of the pump; device functioned as normal when powered by either a battery or different cord. Based on the findings from this preliminary investigation, there is no evidence that an internal malfunction of the pump or any of its components occurred. It is more likely that the discoloration or "heat damage" was caused by a source outside of the device. It is currently unknown what may have caused the charging cord to stop working. Next steps: the unit will be shipped to supplier in order for them to perform a full analysis on the unit. Root cause: this has not yet been determined. The unit still needs to be analyzed by the supplier. Corrective action: this cannot be determined until a root cause has been identified. Preventive action: this cannot be determined until a root cause has been identified. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2016; when did quality issue occur: during use; who was using or operating the product when the quality issue occurred: health professional. Detailed description of quality issue: the unit overheated and as a result part of the outside shell melted. How was the quality issue was identified: by actual use; how was the product being used: the unit was being used for its intended purpose; was it the initial use of the product: no; was the product modified from the original condition supplied by deroyal: no; was the product connected to or used in conjunction with other devices or equipment: no. Outcome details: was the incident reported to the FDA: no; no patient injury was reported.